Event description:
Customer reported an incident of hypoglycemia, requiring hospitalization at a time when he attempted, and was unable to use the advantage system due to error within specifications. A request was made for the return of the system and a replacement was sent.